Manufacturer narrative:
The reported events of high pacing lead impedance, noise, and helix mechanism issue were confirmed. The reported event of helix damage was not confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found the inner coil to be separated from the helix shaft at the ring electrode region. Destructive analysis at the helix housing and distal portion of the lead found no indication of welds at the inner coil to helix shaft region. Visual and x-ray inspections of the helix did not find any anomalies at the helix region. The measured full helix extension length was out of specification. The cause of reported events was isolated to the helix shaft and inner coil not being welded.

Event description:
New information received notes that the right ventricular lead helix was not able to extend and was damaged.

Event description:
It was reported that during initial implant procedure, patient's new right ventricular (rv) lead exhibited noise and high, out of range pacing impedance. It was also noted that the lead helix was failed to retract. The lead was not used during procedure and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.